Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device evaluation found a gap in the adhesive between the distal end and server plug-in. Based on the results of the investigation, it is likely that the following led to the malfunction: physical stress, such as hitting the distal end of the scope or dropping the distal end of the scope. A definitive root cause cannot be identified.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. Since the material adhered to not an outer surface of the scope, the material was not removed by reprocessing. The likely cause could be due to physical stress caused by hitting the tip of the scope against something or dropping it, or chemical stress caused by the chemicals used, which caused the adhesive around the light guide lens to come off, allowing moisture to get into the light guide lens and cause corrosion. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in evis exera ii tjf type q180v operation manual, chapter 3, preparation and inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.